Manufacturer narrative:
Concomitant medical products: product ID: 7021 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. Attempts to program around the stimulation were unsuccessful so the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.